Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pain stimulation implantable pulse generator (ipg) was not holding a charge as expected. The patient indicated that the implant now requires charging twice a day instead of once, and it takes longer to charge when completely depleted. The patient confirmed there were no changes in the settings and no messages appeared on the controller during recharging. The patient was advised to contact their healthcare provider for further assistance. No patient complications have been reported as a result of this event. Additional information received from the consumer reported that they lost 90 pounds since being implanted and needed a revision to stop the device from moving around and causing pain. They met with a rep who changed the frequency so they do not need to charge as often.